Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced low blood glucose. The blood glucose level was 50 mg/dl. Customer stated that they had a high blood glucose and the blood glucose value was 150 mg/dl. Customer treated with food for low blood glucose. The customer decline troubleshooting for low and high blood glucose. Customer also complained for calibration not accepted and change sensor. The insulin pump will not return for the analysis. The sensor will return for the analysis.

Manufacturer narrative:
Inspected 1 random opened/used sensor and performed visual inspection and found cannula separated from tubing. Unable to confirm customer received sensor in said condition due to customer returned opened/used.